Manufacturer narrative:
This report is being submitted to provide the initial report and investigation conclusion. The required intake information to enable further investigation, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level. In conclusion, abbott diagnostics (B)(4) was unable to determine the exact root cause of the reported issue as no information was provided for investigation. Similar product to 190-000.

Event description:
The customer reported an unconfirmed false positive patient result with the ID now covid-19 assay performed on (B)(6) 2022. The patient initially tested with the ID now covid-19 assay on (B)(6) 2022 which generated a positive result. The patient retested on (B)(6) 2022 which generated a positive result. Pcr confirmation testing was not performed. The customer stated the patient was asymptomatic. No additional patient information, including treatment and outcome, was provided.